Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt connector was broken free from the monitor enclosure, breaking the white pulse wire within the connector. The root cause for the damaged connector was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had exposed wires.